Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated the pd catheter was broken 16 days after the placement. A piece of the catheter stayed in the abdomen of the patient. The pd session was stopped. An infectious syndrome occurred with empiric antibiotic therapy ((B)(6) in the peritoneal liquid). A canaud catheter was put in place for the hemodialysis session. A surgery occurred to take off the piece of pd catheter in the abdomen. Sample is available for evaluation.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was received within a generic plastic bag. The catheter was received cut in 2 parts and presented signs of use. After visual inspection, a crack/fracture was identified on both sides of the catheter partition, additionally, one of the sections (the part of the silicone tube which has the bubble silicone and the cuff) showed damage; a kind of cut with irregular holes. According to the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. It is important to exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. It must be noted that the customer did not find any defect prior to use, but rather the pd catheter was broken, after approximately 16 days of functioning. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to a tubing tear. Moreover, 100% of the devices are inspected for nicks or cuts per procedure. Based on all gathered information, it can be concluded that the adapter was more likely damaged during use. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.